Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the alarm issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an alarm sound and nothing lit up when powering on the high flow insufflation unit. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.